Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he has been receiving no delivery alarms all night and morning. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did exit and insulin pump alarmed no delivery. Customer was then instructed to disconnect and reconnect the tubing and reservoir and perform manual prime; alarm occurred again. The customer changed the infusion set because it appeared the problem was an occluded set, he kept the same reservoir. He was explained the alarm may have been caused by a set/reservoir occlusion it was unable to determine the cause of the alarm without a complete set change. Blood glucose value is 359 mg/dl. Nothing further reported.